Event description:
Respiratory therapist was administering respiratory therapy with a bilevel positive airway pressure (bipap) non-invasive ventilator that was connected to the patient via circuit tubing and mask. The mask came loose from the circuit tubing causing the patient to desaturate to 81%.what was the original intended procedure?noninvasive ventilation (niv) refers to the administration of ventilatory support without using an invasive artificial airway (endotracheal tube or tracheostomy tube). The use of noninvasive ventilation has markedly increased over the past two decades, and noninvasive ventilation has now become an integral tool in the management of both acute and chronic respiratory failure, in the critical care unit. Noninvasive ventilation has been used as a replacement for invasive ventilation, but its flexibility also allows it to be a valuable complement in patient management.device #1is this a laboratory device or laboratory test?no.